Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius customer service that the custom combiset bloodlines began to leak upon administering treatment. Additional information was requested however a response was not received. Blood loss was noted by customer service upon initial reporting but it was not stated that the patient experienced a serious injury or required medical medical intervention as a result of the reported issue. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius customer service that the custom combiset bloodlines began to leak upon administering treatment. Additional information was requested however a response was not received. Blood loss was noted by customer service upon initial reporting but it was not stated that the patient experienced a serious injury or required medical intervention as a result of the reported issue. The sample was not returned to the manufacturer for physical evaluation.